Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (treatment) was unable to be confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Based on available information a treatment to the patient could not be confirmed. There is no allegation of a serious injury as a result of the defective monitor. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) for investigation into an alleged treatment event. Upon investigation there was no indication of a treatment event and the monitor was unable to power on.